Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable complete essential performance testing.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle.  The root cause for the damaged receptacle was excessive force.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.